Manufacturer narrative:
H.6. Investigation: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Event description:
It was reported that 2 bd vacutainer® ppt¿ plasma preparation tubes k2e underfilled during research and development testing. The following information was provided by the initial reporter: during r&d testing, we observed tubes with a draw volume below our minimum specification. Catalog number: 362799, batch number: 9036646, test date: (B)(6)2019. -data review date: (B)(6)2019. There were (B)(4) tubes in (B)(4) tested that had lower fill this was identified in r&d testing, performed with water, therefore, no erroneous results were obtained/reported.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® ppt¿ plasma preparation tubes k2e underfilled during research and development testing. The following information was provided by the initial reporter: during r&d testing, we observed tubes with a draw volume below our minimum specification. -catalog number: 362799 -batch number: 9036646 -test date: 23 (B)(6) 2019 -data review date: (B)(6) 2019 -there were 2 tubes in 60 tested that had lower fill -this was identified in r&d testing, performed with water, therefore, no erroneous results were obtained/reported.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® ppt¿ plasma preparation tubes k2e underfilled during research and development testing. The following information was provided by the initial reporter: during r&d testing, we observed tubes with a draw volume below our minimum specification. Catalog number: 362799, batch number: 9036646, test date: (B)(6) 2019, data review date: 24 july 2019. There were 2 tubes in 60 tested that had lower fill. This was identified in r&d testing, performed with water, therefore, no erroneous results were obtained/reported.